Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons function properly. Successfully downloaded history files and traces using thus. Verified the insulin pump alarmed pump error 43 in insulin pump downloaded history not on the event date but on (B)(6) 2022 19:22:26.000 due to moisture damage on the motor. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and fading serial number label. Pump error 43 confirmed in the pump history/trace files, problem isolated to the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a software error detected alarm. Customer stated that they were able to clear the alarm and rewind the insulin pump. Customer performed self test. Insulin pump did pass the test. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.